Event description:
It was reported that the user encountered ¿unable to proceed¿ during a supply change and dry run with subsequent alert 42 while attempting to fill tubing, could not rewind, and reverted to backup insulin by pen; the event was associated with a medical device problem consistent with a complete blockage involving the tube, and blood glucose was affected with a highest value of 195. Symptoms included hyperglycemia with thirst. Outcomes included a delay to therapy. Investigation included communication with the user and analysis of the information provided. Investigation of this case revealed a communications-related problem was identified, with the device issue characterized as a complete blockage localized to the tube during fill tubing. It was concluded, based on previously established findings for similar reports, that the cause was traced to a component failure. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.

Manufacturer narrative:
Initial.